Event description:
It was reported that the device experienced rapid, unexpected battery depletion, and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis found a no telemetry condition and also no output condition. The device was fully functional and operated under slightly higher than normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The device and battery were each sent for further analysis. We did receive performance data collected from the device and have analyzed the data. Time of rrt in save to disk on (B)(6) 2012, device rrt (recommended replacement time) <=2.62 volt. Weekly battery voltage trend data shows min bat=3.07 to 2.61 volts between (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2012. Further analysis found no evidence of internal short in the battery, but a leaky tantalum capacitor was found, though this issue was unrelated to the device failure mechanism. The likely cause of capacitor failure was leakage through a pre-existing dielectric fracture within a defect on the surface of the tantalum pellet.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis found a no telemetry condition and also no output condition. The device was fully functional and operated under slightly higher than normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The device and battery were each sent for further analysis. We did receive performance data collected from the device and have analyzed the data. Time of rrt in save to disk on (B)(4) 2012 device rrt (recommended replacement time) <=2.62 volt. Weekly battery voltage trend data shows min bat=3.07 to 2.61 volts between (B)(4) 2012. One (1) - patient alert for low battery voltage on (B)(4) 2012 02:15:03.